Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a defective display. This condition had the potential to interrupt delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a defective display was confirmed by baxter personnel during product evaluation. The root cause was assigned to a damaged main display flex cable from the main display cn1 to the user interface module p5/j5. The loose uim display cable was reconnected to correct this condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 6.12.00. This issue is being investigated through CAPA.